Event description:
Healthcare professional (hcp) reports one incident of blood leaks after passing air leak test on psn 210 dialyzer. Blood leak occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified with positive hemastix. Blood was not returned to the patient with an estimated blood loss of 150cc. Treatment was resumed with new disposables and completed without further incident. No patient injury or medical intervention reported per hcp.